Event description:
Caller reported experiencing intermittent occlusion alarms. The customer's blood glucose level exceeded 600 mg/dl. Elevated bg was addressed by manual insulin injection. The customer reverted to an alternate method of insulin therapy.